Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation conclusion code has been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's pacemaker experienced multiple signal artifact monitor (sam) episodes, resulting in the minute ventilation (mv) feature being automatically disabled. It was determined that the patient was in permanent atrial fibrillation (af), and that low out of range pacing impedance measurements had been noted on this right ventricular (rv) lead. The clinician elected to leave the mv feature programmed off. No adverse patient effects or additional interventions were reported. This rv lead and the associated pacemaker remain in service.